Event description:
It was reported to boston scientific corp. In 2007 that a wallflex biliary rx partially covered stent was used during a stent placement procedure in the distal biliary duct of a female patient (weight unk) on four months earlier. According to the complainant, the stent "was placed... Without complication. At month 1 (the day prior to original date) liver function tests remained elevated but there were no clinical symptoms. At month 3 (five days prior to original date) bilirubin had returned to a normal level, but alkaline phosphatase and gamma gt remained elevated, and the patient had new clinical symptoms of jaundice, right upper quadrant abdominal pain and nausea." Reportedly, "the patient was hospitalized on nine days prior to original date, with right upper quadrant abdominal pain, icterus, and lack of appetite. A partial stent migration was noted, and the stent was replaced." No further information regarding either the patient's condition following the removal of the stent or any treatment administered for the symptoms with which the patient presented on november 22, 2007 has been ascertained, despite numerous attempts.

Manufacturer narrative:
The device was discarded by the user facility; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007 15-month wallflex biliary stents product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.